Manufacturer narrative:
(B)(4) \ during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. The clip delivery system was reportedly discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed because the deployed mitraclip (cds 51012u235) detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The patient had evidence of posterior 1 leaflet (p1) flail, p1 chordal rupture, posterior 2 (p2) leaflet prolapse, and a rotated heart. During the procedure, there was difficulty with visualization due to the rotated heart. The first mitraclip was successfully implanted on both anterior and posterior leaflets without issue. The second clip delivery system (cds 51012u235) grasped both leaflets, medial to the first implanted clip. The clip deployed successfully. Following, the clip detached from the posterior leaflet and remained attached to the anterior leaflet. A third mitraclip was implanted successfully and the mr was reduced to 1+. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology and user technique/procedural conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.